Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint was received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye as the patient was unhappy. The vision was blurry at 1 day post-op and was experiencing sub-optimal vision at distance and mid-near. Patient's activities were tremendously affected and was experiencing difficulty with watching tv, reading up close and working on computer. Patient was using multiple reading glasses to help for all focal lengths due to hyperopic outcome. No other surgery or medical intervention was required and no suture was placed. No other rx was given other than normal post-op drops. The replacement lens used is a same model but different diopter lens. Patient was doing very well at the time of discharge. Patient/ user outcome: pre-op visual acuity w/ glasses 20/25, visual acuity with tmf ( implanted on (B)(6) 2019) 20/50, reading j7 @22'''', visual acuity with tmf iol exchange on (B)(6) 2020, 20/20, reading j1 @16''''. No other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.